Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement, or self tests or verify no delivery alarms due to the button keypad anomaly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 408 mg/dl. The customer stated that none of the keys are responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown 408. The customer was treated for high blood glucose with shot.